Event description:
It was reported that during a follow-up, there were episodes of decreased r-wave amplitude, noise that resulted in oversensing, and high and variable pacing impedance values on the right ventricular (rv) lead. It was suspected that the rv lead was damaged, however, diagnostic imaging was not performed and, therefore, lead damage was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.